Event description:
During an unspecified procedure, the instrument was difficult to open before it was applied on the patient.

Manufacturer narrative:
9/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.